Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00209) is a duplicate of the issue reported under manufacturer¿s reference number: ot758441 (report number: 9710055-2023-00201). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the traces of rust occurred on the spring arms. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was a biomedical department employee. Additional information will be provided following the conclusion of the investigation.